Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 52-year-old male patient, the device failed to discharge. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Multiple attempts were made to obtain the device for evaluation; however, the device was not returned to zoll, and no event logs were provided for review. As no product or supporting data were available, the reported issue could not investigated or verified. The complaint is being closed as no sample returned. If the device is received in the future, the investigation will be reopened.